Manufacturer narrative:
Report number: mw5070633.

Event description:
It was reported that the patient experienced heating at the site of his pacemaker during MRI. There was slight skin redness observed at the pocket site. Patient was doing ok.